Event description:
Boston scientific received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) the patient shifted while coming out of anesthesia and developed a pneumothorax. A chest tube was required. There was no evidence that the device had shifted or any allegations related to the device. The patient was still in hospital and has the chest tube in. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was fine and went home. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
No additional information regarding the patient's current status has been communicated. At this time there is no additional information available. If additional information becomes available this report will be updated.